Event description:
Customer's mother reported hospitalization due to high blood glucose. Customer was away from home and ran out of insulin. The blood glucose level increased; customer woke up high. The blood glucose reading at the time of the event was 509 mg/dl. Customer has ketones. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. The current blood glucose reading is 409 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.